Manufacturer narrative:
On an unreported date, the patient was diagnosed with sterile peritonitis manifested by cloudy peritoneal dialysis (pd) effluent. The cause of the sterile peritonitis was unknown. Two days after being admitted to the hospital for another indication, the patient was discharged. Ten days after starting the treatments with amikacin/vancomycin, the treatments were completed, the sterile peritonitis was resolved and the patient was recovered from the event. At the time of this report, dianeal therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy pd effluent. The cause was unknown. It was reported that the patient went to the emergency room due to an unrelated indication and cloudy peritoneal effluent was noted. On the same day, the patient was admitted to the hospital. One day later, the patient began treatment for the cloudy pd effluent with amikacin and vancomycin (both intraperitoneally, doses and frequencies were not reported). At the time of this report, the antibiotic treatment was ongoing, the patient remained hospitalized and had not recovered. Apd therapy was reported to be ongoing. No additional information is available.